Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) lead there was difficulty experienced with the helix mechanism. Multiple stylets were used and eventually the helix would not extend. After several attempts to place the lead the impedance measurements were taken on the pacing system analyzer (psa) and measured greater than 3,000 ohms. It was alleged that the lead was fractured. No adverse patient effects were reported. Another lead was successfully placed. This product will not be returned.